Manufacturer narrative:
The device history records for the sam 300p device reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6)2010 during the investigation the green status indicator was observed to be constantly illuminated between flashes as per reported fault. The measurements taken during the investigation would indicate a failing membrane. The fault could not be replicated with a new membrane fitted. This would confirm a fault with the original membrane. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Green status indicator lit between flashes. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Green status indicator lit between flashes. There was no patient involved in this event.